Event description:
Additional information was received that reported the implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2015. The patient had recovered without sequelae.

Manufacturer narrative:
Concomitant: product ID 3389, lot# 02109096384, implanted: 2015-(B)(6), product type lead, product ID 3389-28, lot# 0209096383, implanted: 2015-(B)(6), product type lead, product ID 37085-60, serial# (B)(4), implanted: 2015-(B)(6), product type extension. Product ID 37085-60, serial# (B)(4), implanted: 2015-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient had an unknown infection. The patient had inflammation, redness and heat at the site of the stimulator. It was unknown if a culture was taken or if antibiotic treatment was necessary. The event was considered ongoing. The event was related to the procedure.